Event description:
It was reported that the device had loose object inside device. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of loose object inside device was confirmed. Received on 28-jan-2025, syringe device was received unboxed and with paperwork. External inspection confirmed the stated problem when a shake test was performed. Internal inspection revealed a loose hex spacer thread to the rod that goes to the plunger head. The bottom plate and screws to the carriage block assembly were missing. Device to be returned to (B)(6) for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.